Manufacturer narrative:
Although the device used in the reported event has been returned to navilyst medical for evaluation, the investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
An angiovac cannula was being utilized in the pt's endovena cava when the balloon failed to deflate. The problem was addressed and the procedure was completed. The pt's condition was unaffected by the event. The used angiovac device has been returned to navilyst medical for evaluation.